Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer informed technical support engineer (tse) that image orientation-related issue occurred with the endoscope. Tse explained that the issue could be due to guide tool change (gtc) or endoscope rotation issue. The image was normal after redocking. Customer will monitor the issue. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the image was inverted. Vision orientation changed on its own. Customer immediately removed the endoscope after inverted image issue and reinstalled to resolve the issue. There was no patient injury.